Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure got delayed. The procedure got completed as planned by restart of x-ray generator. The philips field service engineer (fse) inspected the system onsite and confirmed fluoroscopy was not possible due to overheating. Review of the system log file showed x-ray generator errors. Upon functional testing the fse found x-ray ampoule was defective. The fse replaced the x-ray ampoule and restarted the system. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a problem of overheating and fluoroscopy was not possible. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that there was intermittent x-ray generator errors during fluoroscopy. Troubleshooting actions showed a problem with the x-ray ampoule. The fse replaced the x-ray ampoule and returned the system to use in good working order.